Manufacturer narrative:
The reported event ¿that the device was still not working¿ was confirmed as the device was operating erratically out of specifications. The root cause of the reported event could not be specifically determined, but is most likely related to an issue with the user technique. This device was previously in for repair about a month and a half ago where the motor was operating erratically. Since the motor was operating within motor speed specifications prior to being returned to the customer, it can be likely assumed that the customer is causing the device to not operate correctly. The instructions for use (IFU) contains the proper handling techniques and should be referenced prior to using the device. As noted by the service technician, electric dermatome, serial number (B)(4), repair of the electric dermatome was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor and ¿o¿ ring. Electric dermatome, serial number (B)(4), was then tested and functioned properly. Prior to repair, the device operated erratically. The device was outside calibration specifications at the zero, 0.0200¿ and 0.0300¿ thickness settings. Post repair analysis revealed that the electric dermatome motor met electrical specifications without a load. There were no relevant notice of defects, nonconforming material reports, supplier complaint investigation requests on the motor or electric dermatome as a whole discovered during the investigation. There were no relevant change notices as this is not a design/manufacturing related issue. There are no relevant request for deviations discovered during the investigation. No IFU or labeling issues or factors indicated. The "zimmer electric dermatome instruction manual" indicates that ¿handle the zimmer electric dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use.¿ there are no recommended actions at this time.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the device was not working during a procedure. The electric dermatome handpiece was used to try and take the skin graft but it wouldn't turn on so it didn't damage the skin graft. Surgery time was extended and the skin graft was taken by hand with a 10 blade. There was no harm, injury or adverse event to patient/operator and the life/health of patient was not at risk.